Event description:
A malfunction on the pump was reported by the caller. There was no reported adverse impact to the customer's blood glucose level. Technical support provided information on how to reset the pump and assisted the caller in successfully resetting it. The malfunction did not recur after the reset, allowing the customer to continue using the pump, and they were advised to call back if any issues arose again.